Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing during supra ventricular tachycardia (svt) and also exhibiting far field r-wave (ffrw) oversensing during monitored ventricular tachycardia (vt) episodes. The lead had previously been reprogrammed for the ffrw oversensing but was reprogrammed again. It was also reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) on non-sustained ventricular tachycardia episodes. The rv lead was also reprogramed. Both leads remain in use. No patient complications have been reported as a result of this event.